Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the implantable pulse generator (ipg) system, the right ventricular (rv) lead was placed and when attempting to access the coronary sinus, there was difficultly due to patients anatomy and after repeated attempts the pacinglead pierced the pericardial wall, casing a tamponade. Pericardiocentesis was performed and the procedure was abandoned and the pacing lead will not be placed in the future. No further patient complications have been reported as a result of this event.